Event description:
The device was returned from customer for service for a failure "channel error- no code given." The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.